Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years and 5 months post implant of this 23mm bioprosthetic aortic valve, a transcatheter valve was implanted valve-in-valve. The reason for intervention was reported as severe aortic stenosis with mild to moderate aortic regurgitation. It was also reported that the patient had a gradient of 37mmhg and an ejection fraction of 22%. No additional adverse patient effects were reported.